Manufacturer narrative:
The product was not returned for analysis; it remains implanted. The patient provided the serial numbers for both eyes, but does not know which serial number goes to which eye. Both serial numbers product history records were reviewed and the documentation indicated the products met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in this lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following bilateral intraocular lens iol) implant procedures in (B)(6) and (B)(6) of this year, she hasn't been able to see clearly to drive at night, she sees concentric circles on all of the lights from oncoming cars, can't see street signs as well, and close-up vision is not clear. She cannot read the white board at church. Additional information was provided by the patient that her vision has improved in the last 6 months. There are two medical device reports associated with this patient. This report is associated with the right eye. The patient provided two serial numbers but is unsure which serial number is implanted in which eye. One of the serial numbers was used for the right eye.